Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead showed high capture thresholds due to dislodgement confirmed by x-ray. The physician attempted to reposition the lead, however, the helix would not extend. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: h6 product not returning.